Event description:
A report was received that the patient had developed an infection following an implant procedure.

Manufacturer narrative:
Additional information was received that the patient does not have an infection. No further information can be obtained.

Event description:
A report was received that the patient had developed an infection following an implant procedure.